Event description:
It was reported that the xience v stent delivery system (sds) was not able to cross the heavily tortuous and calcified distal circumflex artery. After removal, the lesion site was pre-dilated with unknown balloon catheters prior to another unsuccessful attempt to advance the xience v sds. Afterwards, a guide liner and buddy wire also failed to cross the lesion site. Following fluoroscopy images performed raised suspicion that the stent had dislodged at some point in the proximal circumflex. The xience v was therefore inflated outside of the patient to confirm that the stent indeed was not on the balloon. A snare device was used to retrieve the dislodged stent. Upon removal, the stent was noted to be extremely damaged. A new same size xience v stent was able to cross and was implanted successfully in the target lesion. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found blood visible on the shaft and balloon and contrast in the balloon, consistent with preparation and advancement of the sds in the patient anatomy. The stent implant was returned dislodged from the balloon, confirming the reported dislodgement. The entire length of the stent was stretched. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple bends in the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance and stent dislodgement. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and heavily calcified which likely contributed to the reported difficulties. It was reported the sds was re-inserted into the anatomy after the first failed attempt to cross, which also may have likely contributed to the reported difficulties. It should be noted the xience v instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the unemployed stent back into the guiding catheter. Interaction with the calcified anatomy during multiple attempts to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement. Additional treatment was used to snare the dislodged stent from the patient anatomy, which likely contributed to further damage of the stent. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure.